Manufacturer narrative:
There was no sample available for analysis, therefore the complaint is deemed as unconfirmed. Fmc reynosa will continue monitoring this type of incident per current procedures.

Event description:
A peritoneal dialysis pt reported that she was having issues performing her treatment, both draining and filling; when she took out the cassette she saw that the cassette was leaking. There is no report of pt ill effect and it has been learned that the pt underwent a successful kidney transplant. There is no sample for eval.